Event description:
Kimberly clark corp received notice on 8/21/2002 alleging that sometime in late july or early august 2002, the pt experienced vomiting, hot flashes, and fever. The pt alleged that a piece of tampon was extracted from them during a visit at a hosp emergency room. The pt reportedly was diagnosed with toxic shock syndrome. The pt alleged that they were using kotex security tampons.